Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated a power supply unit failure. Additional evaluation findings are as follows: (1) narrow band imaging not functioning due to printed circuit board failure; (2) defective lamp base; (3) corrosion noted on chassis; (4) scratches noted on front panel; (5) minor scratches noted on the housing; (6) minor scratches noted on the housing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp did not light. The problem, as reported to olympus, was identified during inspection of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty lamp unit and possibly due to the lamp life expiring because it reached over 500 hours. Olympus will continue to monitor field performance for this device.